Event description:
During implant procedure, the right ventricular (rv) lead was extended into the heart tissue and decreased r-wave amplitudes were observed. When the physician tried to reposition the rv lead the helix would not extend properly. A new lead was used to complete the procedure and the patient was in stable condition.

Manufacturer narrative:
The reported events were failure to extend helix and r-wave amplitude variation. As received, a complete lead was returned in one piece. The reported event of failure to extend helix was confirmed. Visual inspection found the helix to be retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The reported event of r-wave amplitude variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of failure to extend helix was isolated to the helix being clogged with blood/tissue.